Event description:
Meter was prompting an error 5 message while attempting to test. The pt reported that pt wa experiencing symptoms of feeling nervous and sweating. Pt had something to eat and drink and was then taken to the hosp. At the hosp the pt obtained a result of 63 mg/dl. The issue with the meter was resolved with troubleshooting. Based on the information supplied by the pt, there is no indication that the product malfunctioned. There is, however, evidence that user error led to a serious injury. Treatment for hypoglycemia was delayed. No replacement items are being sent. The pt was advised to replace the battery.